Event description:
The consumer reported that the patient's device was removed as it was flipping in their stomach and was moved to their breast. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.